Manufacturer narrative:
Additional information: g4, g7, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. No ablation was performed throughout the duration of the logfiles. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation cannot be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3008452825-2020-00308, 2182269-2020-00059, 3008452825-2020-00310. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. After the transseptal puncture had been performed, and geometry was being collected, the patient became hypotensive. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.